Event description:
It was reported that balloon rupture occurred. A 6.0mmx60mm x 80cm ranger drug coated balloon was selected for use for a percutaneous transluminal angioplasty (pta) procedure in the right superficial femoral artery (sfa). During the first inflation, the balloon was inflated to 12 atmospheres and it ruptured. The device was successfully removed from the patient and the procedure was completed using a different device. No patient complications were reported.